Event description:
Material # unknown. Batch # unknown. It was reported by customer that while back priming the chemotherapy line in preparation for administration, the primary IV-line snaps at the second y site connection that sits directed under the alaris pump. Fluid begins to leak from the broken primary IV line. Verbatim: primary rn and a secondary rn at chairside doing safety double check for chemotherapy administration for oxaliplatin. While back priming the chemotherapy line in preparation for administration, the primary IV-line snaps at the second y site connection that sits directed under the alaris pump. Fluid begins to leak from the broken primary IV line. Primary rn stops the alaris pump and immediately clamps the chemotherapy line. Approximately 10 cc of fluid is on the floor in a contained area following the spill. Rn is unable to distinguish whether fluid was d5w from primary line or chemotherapy or a mix of both. Fluid did not spill or splash on rn or patient. Patient carefully moved to another room and charge rn called code orange for spill. Additional information received on 30aug. Hello. I spoke with the manager and one of the nurses who had some knowledge of the event. 1. It appears that the long primary on the flush side was the tubing that snapped. 2. Fortunately, it appears that there was no chemo yet going in at the time of incident as it happened during the backpriming. 3. The break was below the pump and right below the 2nd port just below the pump. 4. I have attached some photos. Second photo shows where the break happened as an example. 5. We still have the tubing.

Manufacturer narrative:
The customer reported the set snapped below the 2nd smart site that is below the pump. The material and lot number are unknown, beyond the fact this is an alaris pump set. The photos verify the complaint of separation at the tubing/smart site outlet connection. The manufacturing team was notified of the failure, but no actions were able to be taken in the process. Without the material, lot, or physical sample, the investigation is limited. The set in the photo helps to track and trend these failures. However, it could be manufactured at one of three different sites, and different lines, so it is not possible to isolate the failure and conduct a review. A device history record review could not be performed because the material and lot number are unknown.

Event description:
It was reported that unspecified bd infusion set separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that while back priming the chemotherapy line in preparation for administration, the primary IV-line snaps at the second y site connection that sits directed under the alaris pump. Fluid begins to leak from the broken primary IV line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed